Event description:
It was reported that a peritoneal dialysis (pd) patient using an unknown cycler had passed away. The cause of death was not reported. Prior to the event, it was reported that the patient did not perform dialysis "for a couple of days" due to unspecified cycler issues and became "overloaded" and experienced a cardiac arrest. The patient was hospitalized and intubated due to cardiac arrest. Treatment was not reported. It was reported that the patient became septic and seven days after hospitalization the patient subsequently passed away. The cause of the sepsis was not reported. It was not reported if an autopsy was performed. It was reported that the patient was not on pd therapy prior to death or at the time of death. No additional information was available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.